Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration, stenosis, and regurgitation cannot be conclusively determined at this time. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that patient with a 23mm pericardial aortic valve underwent a valve-in-valve procedure due to structural valve deterioration, severe aortic stenosis, and insufficiency. The implant duration of valve was 10 years and 10 months. Per obtained medical records, a 23 mm sapien xt transcatheter valve was implanted successfully. There was no paravalvular leak at the end of the case and the patient tolerated the procedure well.